Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. Customer's reported problem was verified. Performed visual inspection and functional testing procedure. The probable cause is physical damage to the dso (downstream occlusion) seal. Replaced dso sensor assembly to resolve reported issue. Lcd (liquid crystal display) is very old and worn out. Replaced lcd and main board as well due to hardware compatibility. The unit passed all functional tests after repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited a pierced/failed occlusion sensor seal. There was unknown patient involvement, no patient injury was reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.